Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient's implantable neurostimulators (ins) were implanted past their use by date (ubd). The patient was implanted on (B)(6) 2016 while the ubd was (B)(6) 2013. No symptoms were reported. Please see report number 3004209178-2016-18960.

Event description:
See related regulatory report 3004209178-2016-18960.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.